Event description:
Brain damage/cognitive impairment due to ect diagnosed and treated as such. Years of "unexplainable" hard to treat symptoms that now are being considered a neurological issue/possible als. Years of therapies including mental health treatments, occupational therapies, physical therapies, voc rehap, countless tests - med trials - med fails - and bills. Total and permanent disability. FDA safety report ID # :(B)(4).